Manufacturer narrative:
Date of event is estimated. During processing of this complaint, an attempt was made to obtain complete event and patient information. The results/method and conclusion codes along with the investigation results will be provided in the final report.

Event description:
Device 2 of 3. Reference MFR. Report#: 3006705815-2020-30543. Reference MFR. Report#: 1627487-2020-23621. It was reported the patient has developed sores all over their body. As a result, surgical intervention is pending.

Event description:
Device 2 of 3 reference MFR. Report#: 3006705815-2020-30543 reference MFR. Report#: 1627487-2020-23621 follow-up revealed the patient's scs system was explanted.

Manufacturer narrative:
Patient's weight was obtained via follow-up and has been provided. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.